Event description:
Pt was injected in the nasolabial folds with radiesse dermal filler; two days post injection she developed an infection in the right nasolabial fold. The patient's face was prepped with alcohol and betadine prior to the procedure.

Manufacturer narrative:
Pt was treated doxycycline 500mg, orally twice daily and the infection has resolved. The device history records were reviewed. The product met all specifications at the time of release. Add'l lot # 1013027.